Event description:
It was reported that the user experienced highly variable blood glucose while using the ilet, with values ranging from 38 mg/dl to 427 mg/dl, after their endocrinologist advised lowering the cgm target; the user confirmed no use of outside insulin and reported a hypoglycemic episode with loss of consciousness that was treated at home with glucagon without hospitalization. Symptoms included severe hypoglycemia with loss of consciousness and episodes of hyperglycemia. Outcomes included the need for urgent treatment with glucagon and oral glucose and guidance to adjust therapy settings. Investigation included case triage, troubleshooting, and education, and the case was assigned for additional training with referral to the clinical line for at. Investigation of this case revealed cause unclear for both the hypoglycemia and hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.